Event description:
The patient was admitted to the hospital due to unstable angina and restenosis was confirmed in the diagonal in which a xience v was previously implanted. A 3.5x28 mm device was going to be used for treatment. However, during preparation and yellow sheath removal, the physician noticed that the delivery system was broken just before the balloon mounting. There was no patient involvement. The device was replaced with another one to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of unstable or stable angina pectoris and restenosis of stented segment are listed in the xience v, everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Date of implant - estimated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 3.5x28 mm device referenced is being filed under a separate manufacturing report number.